Event description:
The patient reported sharp pains in their shoulder joint. Migration was confirmed via x-ray and the stimulators were explanted.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, inadequate fixation, not attempting to reprogram the waa and not achieving paresthesia on the table have been ruled out as potential causes. The implanting clinician stated the reason for the migration is unknown. The clinical representative confirmed the device was performed per IFU, and the patient said post-op instructions were followed and did not engage in any physical activity. The cause of the pain/discomfort is due to migration. However, the cause of the migration is unknown/no problem found.